Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the frenum located under the tongue or under the upper lip? What was the date of the post op appointment? Can you explain ¿suture had not dissolve as expected¿? What was the expectation of suture absorption from the surgeon? Can you describe the appearance of the suture at the post op appointment? What was the indication for removing the suture? What are the patient gender, age and other medical conditions? What is the current condition of the patient?

Event description:
It was reported that the patient underwent a frenectomy procedure on (B)(6) 2017 and the suture was used as simple interrupted in the superficial oral mucosa layer. Following the procedure, the site was well healed but the suture had not dissolved as expected and was removed in the office at follow-up appointment (B)(6) 2017. No further treatment was necessary. Additional information has been requested.